Event description:
Customer reported the insulin pump alarmed during manual prime. Customer does not know his blood glucose level. Troubleshooting was performed. Customer was advised to disconnect from the device. Customer stated the device has been dropped a couple of times. Drive support cap appears to be normal. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with a33 alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/a33 test due to detached end cap. The device had scratched lcd window and cracked reservoir tube lip.